Manufacturer narrative:
Device evaluation in progress

Event description:
It was reported that the core impaction drill was overheating during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of heat was not duplicated. Upon disassembly for visual inspection, the upper bore of spindle housing was found to be damaged. A damaged spindle housing can cause or contribute to heat.

Event description:
It was reported that the core impaction drill was overheating during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.